Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 1.50mm x 15mm apex flex balloon catheter was advanced for dilatation. However, upon inflation, it was noted that the shaft separated about 1 foot from the distal end of the balloon tip. The device was retrieved and the procedure was completed after stenting. There was a delay in the procedure for more than half an hour but no patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at the midshaft bond. There was contrast and blood in the inflation lumen, contrast in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. Operations engineering was called down to review the device and it was determined that further investigation into the separation would be necessary. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 1.50mm x 15mm apex flex balloon catheter was advanced for dilatation. However, upon inflation, it was noted that the shaft separated about 1 foot from the distal end of the balloon tip. The device was retrieved and the procedure was completed after stenting. There was a delay in the procedure for more than half an hour but no patient complications were reported and patient was fine.